Event description:
The customer obtained negatively biased quality control results while troubleshooting analyzer condition codes using vitros phyt slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were processed while quality control was unacceptable. There were no allegations of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Field service investigated and made necessary repairs to the immunowash subsystem, returning the vitros 5,1 to expected operation. The customer has observed acceptable phyt performance since the service activity. The root cause is instrument related.